Event description:
In blood glucose tests, customer received readings of 500, 84, and 82 mg/dl within 10 minutes. There was no reprot of death, serious injury or mistreatment associated with this event.